Event description:
During preventative maintenance of the device, the user reported that the clear dome over the water trap air filter was cracked at the scrader valve. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.